Event description:
The customer reported that the companion hospital cart display screen was pink. The customer also reported that the companion 2 driver was correctly seated in the hospital cart and the interface was normal. The customer also reported that if pressure was applied to the companion 2 driver while in the hospital cart, the hospital cart's display screen would display correctly, but then the display would turn pink when the pressure was released. The pt was switched to a backup companion 2 driver and hospital cart without adverse impact. Companion 2 driver and hospital cart that were switched from the pt were subsequently evaluated in the hospital lab by a syncardia clinical support specialist, who confirmed that the pin hospital cart display screen was related to the hospital cart only and that the companion 2 driver performed as intended.

Manufacturer narrative:
This alleged failure mode poses a low risk for a pt because the reported issue had no effect on the ability of the companion 2 driver to perform its life-sustaining functions. The companion hospital cart will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.